Manufacturer narrative:
(B)(4).

Event description:
A medtronic representative received a report from a site that during testing for a trial of their imaging system, the radiographic technologists (rts) recorded a negative dose area product (dap). No further details were provided. There was no patient present when this issue was identified.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Software investigation was completed. Issue with dose report - displaying acquisition. This issue was documented in a medtronic software anomaly tracking database. A medtronic representative, following-up at the site, reported making recommendations to mitigate this issue to radiographic technologists (rts).